Manufacturer narrative:
Additional information: b5, h3, h4, and h6. Correction to d4: unique identifier (UDI) #. B5: the event occurring during priming of peritoneal dialysis therapy. H10: the actual device was not available; however, twelve (12) retention samples were evaluated. A visual inspection with the naked eye was performed with no issues noted; product met specifications. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified line of the homechoice cassette was ¿broken or fissured¿ which resulted in leak. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.